Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 5.5, lab: 2.x. Reporter uncertain of the decimal value for the patient's lab result. Lab result done 2 hours after inratio result. Pt may be anemic.

Manufacturer narrative:
Investigation pending.